Event description:
Patient presented to the physician with intolerable stimulation from therapy and burning pain. Imaging suspected the sensing lead had migrated into the lung. Physician brought the patient into the operating room, opened the incision, and confirmed the sensing lead was in the pleural space. Physician replaced the ipg, sense lead, and closed.